Manufacturer narrative:
B5 - a facility representative reported that an implantable collamer lens was implanted into the patient's eye. The patient experienced lens rotation and blurred vision. Lens was repositioned, and later exchanged with a longer length lens and the problem resolved. Glares at night was reported one month post exchange. H3 - device evaluation: the lens was returned dry in a microcentrifuge vial with residue/debris on the product. Visual inspection found no visible damage to the lens. Dimensional inspection found the lens to be within specifications. Claim # (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vticmo12.6; -16.50/+2.5/074 (sphere/cylinder/axis) implantable collamer lens into the patient's left eye (os) on (B)(6)2024. The patient experienced lens rotation and blurred vision. Lens was repositioned on (B)(6) 2024. It was reported that the surgeon plans on exchanging the lens in the future. Lens remains implanted. If additional information is received a supplemental medwatch report will be submitted.

Manufacturer narrative:
H6 - type of investigation: 4110 - lens work order search: no similar complaint type events reported for units within the same lot. Claim# (B)(4)

Manufacturer narrative:
B5- a facility representative reported that an implantable collamer lens was implanted into the patient's eye. The patient experienced lens rotation and blurred vision. Lens was repositioned. It was later explanted, and subsequent new lens of longer length was implanted and the problem. Claim # (B)(4).